Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet, resulting in loss of automated insulin dosing until the user toggled the antenna and reconnected to the sensor; troubleshooting and education were provided, and the event was characterized as high glucose. Symptoms included hyperglycemia with phone readings reported as ¿high¿ (>400 mg/dl) for a few hours, without loss of consciousness or diabetic ketoacidosis symptoms. Outcomes included user-reported high glucose alerts over 90 minutes and no use of backup therapy, ketone testing, or medical intervention. Investigation included technical support guidance to toggle the antenna and re-establish connectivity between the cgm and the pump. Investigation of this case revealed a pairing failure limited to the ilet connection path that resolved after antenna toggle and reconnection, consistent with a communication issue between the cgm and the pump rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication or pairing issue.